Event description:
Positive for autoimmune disorder, severe hair loss, severe fatigue, severe headaches, nausea, severe joint pain, numbness and tingling in joints, severe sweating when doing nothing, thyroid issues, anxiety, rash on chest, no libido, fevers, night sweats and heat cold intolerance, metallic taste in mouth, ringing in ears so loud can't hear well, swollen tender lymph nodes, scleroderma, symptoms of ebv, my viral load is over 500 for months now. Pain/burning around implants. Symptoms of fibromyalgia, trouble swallowing, dehydration, chest discomfort, shortness of breath. Severe migraines, insomnia. I literally feel like I am driving. I have so much inflammation in my body. ER visit on (B)(6) 2019 chest xray showed inflammation in my chest area. My body is so sick that I can not move off the couch. I have no social life, can't spend time with my kids or husband. FDA safety report ID # (B)(4).